Manufacturer narrative:
This event was reported six days after the occurrence. Therefore, no database detail was available for spacelabs review. A spacelabs field service engineer tested the monitoring equipment that was involved. All tests showed that the equipment was functioning normally. The hospital¿s director of nursing witnessed the testing. The monitoring equipment remains in use by the hospital. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on november 28, 2018 that on (B)(6) 2018, there was no audible or visual alarm noted at the central station for a telemetry patient that was found deceased.